Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the non-calcified unspecified vessel. After predilatation was performed with a 1.5 x 15mm non bsc balloon catheter, a 0.014inch non bsc guide wire crossed the lesion. A 2.50x28mm promus element plus stent was advanced to the treat the lesion, however, it was unable to cross the lesion. The physician exchanged the guide wire to an unspecified support wire but the stent still failed to cross the lesion. The device was removed and upon inspection outside the patient's body, it was noted that the edge of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).